Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information which was received on aug 30, 2021. Additional: a1, a2, a3, b2, b5, d6, h2. Correction: b4, d1, g3, g6, h10. The manufacturer received x-rays and other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted on the left side and underwent a revision surgery due to migration of the femoral neck screw through the femoral head into the small pelvis. The patient had undergone the implantation surgery due to multi-fragmented, dislodged, pre-trochanter femoral fracture of the left hip after a fall.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the femoral neck screw has migrated through the femoral head into the small pelvis. Review of received data: x-rays: the x-ray review identified the placement of an intertrochanteric left femoral intramedullary rod for a hip fracture. A portion of the nail protrudes laterally; however, it cannot be confirmed if this migrated from its original position. Surgical report: the implantation surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Conclusion: it was reported that the femoral neck screw has migrated through the femoral head into the small pelvis. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the femoral neck screw has migrated through the femoral head into the small pelvis.